Manufacturer narrative:
It was reported that the patient has a post-operative hip dislocation. Replacement liners and heads have been ordered for revision surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a post-operative hip dislocation. Replacement liners and heads have been ordered for revision surgery.